Manufacturer narrative:
This report is submitted on august 09, 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during each of the two mris (tesla strength unknown).  Reportedly, the mris were performed without following the manufacturer's instructions for use of mris.  Surgery to replace the magnet has been completed (date not reported).